Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited an insufficient cleaning handling problem. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Attempts were performed to obtain additional information but no response was received from the customer. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by the following instructions for use which state: nstructions for cf-ez1500dl/I operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for cf-ez1500dl/I reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent it. Olympus will continue to monitor field performance for this device.